Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device had low sensing amplitude, however it was noted that the cable connector sockets of the device were damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was giving back inappropriate p and r-wave measurements. There was very low amplitude sensing for both wave measurements, requiring the doctor to move the leads several times in both chambers; changing out the cables did not resolve the issue. When the device was hooked up, sensing measurements were then normal. The analyzer has been returned to service. No patient complications have been reported as a result of this event.